Event description:
It was reported that a beta bionics ilet user had a hyperglycemic event reaching 339 mg/dl blood glucose (bg). Pt stated he announced 2 more lunches to give himself more insuline and was advised that this is off label use. Pt was eating soup. He stated the only new medication he has been taking is zicam for a cold last night. He was advised to do a supply change with help but declined. He was advised to reach out to his hcp if bg continues to rise. His bg went back to normal level of 171 mg/dl. Pt reported he was not symptomatic during the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.